Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting a monitoring voltage of 2.57v after only a year of implant time. There is concern that the battery is depleting quicker than it should be.